Event description:
The company representative was unable to locate the handheld with the reported problem. The nurse reported that there was no known issue associated with their equipment.

Event description:
It was reported that the physician's programming system was not working and communicating properly. It was later reported that the issues with the device was that it would not hold a charge. Attempts to obtain additional information have been unsuccessful to date.